Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. Review for the day of treatment shows during start up the vacuum check, the energy check and the ablation check were performed successfully without issue. The provided logfile shows the user prepared 25 treatments and one of them was aborted. The aborted treatment is the reported treatment. During the bed cut of the reported treatment the warning message was prompted due to a too low value for suction one after the system already accepted the values and the treatment was aborted. During the complete day the user renewed the energy check so all treatments were performed in the required time range. The logfile shows no other issues and also the vacuum and energy stayed stable. The reported problem can be confirmed and is caused by not good docking and most possible the movement of the patient´s eye which caused the system exceeds the lower warning limit and aborted the treatment. No technical failure can be identified by reviewing the logfile. The most possible root cause is a movement of the patient´s eye. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the ring began slipping during laser treatment. The surgeon stopped treatment at 72% and switched treatment to photo refractive keratectomy (prk). Prk was completed with no patient harm. Additional information requested.